Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the tibial resection was very conservative despite the plan recommending a 10mm poly. Of more concern it looked like we had significant internal rotation rather than the 3d external planned. We had to resort to standard instruments. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photographs attached were reviewed, however they do not represent the reported trumatch CT cut guide kit r. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device product description: trumatch CT cut guide kit r product code: 420916 lot number: tmk00117083 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed for trumatch CT cut guide kit r. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: trumatch CT cut guide kit r product code: 420916 lot number: tmk00117083 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: trumatch CT cut guide kit r product code: 420916 lot number: tmk00117083 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
The tibial resection was very conservative despite the plan recommending a 10mm poly. Also, it looked like there was significant internal rotation rather than the 3d external planned. Surgical team had to resort to standard instruments.